Manufacturer narrative:
Cts directed the customer to check the mc sample syringe. Customer stated the syringe was loose and they tightened the syringe, but reported to cts that leaking from probe continued. Cts generated a service request. A field service engineer (fse) found that the waste/vacuum valve had failed. The fse replaced the valve and additional worn parts. The fse primed the system 10 times with no leaks observed. The fse calibrated the instrument, ran qc, monitored operation, and verified repair per established procedures. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bec) and reported to customer technical support (cts) that the modular chemistries (mc) sample probe is dripping. The issue is associated with the unicel dxc 800 pro synchron clinical system. No injury was reported in connection with this event.